Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was found to be intermittently unresponsive to up and ok button presses. Contamination was observed under the 'up/ok' button contacts.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that two weeks earlier, the pump was increasingly unresponsive to up and ok button presses. The patient denied that the keypad was damaged or peeling. There was no allegation that the reported issue contributed to an injury. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.